Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope's suction channel was clogged. The issue was found during preparation for use of a diagnostic procedure. The procedure was able to be completed with a similar device with no delay. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was residue and foreign material from biopsy channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reportable findings documented in b5, non-reportable findings are as follows; the gap on the upward/downward angulation control knob was out of standards due to the worn angle-wire, the aspiration quantity was out of standards due to the clogged channel tube, and the channel cleaning brush could not be inserted due to the clogged channel tube. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the biopsy channel could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the biopsy channel could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.